Event description:
It is reported that the patient was revised for a broken implant. The device was implanted in 1996.

Manufacturer narrative:
This report will be amended when our investigation is complete.